Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with a cracked case at the lcd window corner. The insulin pump was received with a protruded/loose drive support disk.

Event description:
The customer reported that the insulin pump was dropped and the drive support cap was loose and sticking out. The blood glucose reading was 119mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.